Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt medical records and treatment data info regarding the reported anxiety, dyspnea and hypotension with loss of consciousness and hospitalization. According to medical records, the hosp discharge summary listed final diagnosis: "syncope, likely secondary to hypotension in setting of hemodialysis." Metabolic acidosis due to esrd on hemodialysis. "Leukocytosis, likely stress related, resolved. Hyponatremia, macrocytic anemia, chronic. Essential hypertension. Type ii diabetes mellitus. Hyperlipidemia. Enterococcus urinary tract infection, present on admission and catheter related. Obesity." A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical mgr reported, the pt who had recently begun hemodialysis presented to treatment in her usual state of health. Approximately 5 min into hemodialysis treatment, she began to experience severe anxiety, difficulty breathing, and hypotension. The blood was returned and she became unconscious. AED was applied and it show she had a heart rhythm. She was given a bolus of normal saline solution and became responsive. Ems was called and she was transported to the hosp where she was admitted. The pt was discharged to home on an unk date and continues on hemodialysis using a different dialyzer. The sample was discarded.